Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he wanted to suspend his insulin pump and the screen went blank for five minutes. The battery was not low before he suspended the device. The device has been bumped, but there is no physical damage. Customer uses emergency batteries. The battery compartment and contacts are not damaged. Customer inserted a new battery and the display returned. Customer was advised to monitor the device. A replacement battery cap was sent. Customer's blood glucose was unk. Nothing further reported.